Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements show two intermittent short circuit pairs, affecting in total four implant channels since implantation. However, latest information received states a migration of the active electrode partially out of cochlea, which reportedly affected hearing performance. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.